Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had dust inside the bag. This was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured between 17feb2024 and 19feb2024. H11: the actual device was not available; however, a video of the event was provided for evaluation. Visual inspection of the videographic sample provided showed dust inside the bag. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.